Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 22-JUL-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist (TSS) remotely accessed the system and guided the user through a cycle count procedure, which opened the cubie successfully. The TSS confirmed that the medication was accessible and that the user was able to retrieve the required medication without further issues. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower Aux drawer opened, but the cubie did not open.The customer stated that this malfunction occurred while dispensing the medication.There were no adverse events or injuries reported based on this event.